Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with insulin pump. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the during priming, the insulin ever shoot or squirt out insulin from the infusion set rather than a slow drip. Customer stated that the insulin pump ever had to prime or rewind more than once. Customer stated that the insulin pump also had unexplainable no delivery alarms. The device will not be returned for analysis.